Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported they noticed the tubing set leaked before the blood reached the chamber while connected to a patient in the pediatric department. There was no report of patient harm. Date of incident: a few months ago.